Event description:
Dexcom was made aware on(B)(6)2025, that on approximately (B)(6)2025, the patient experienced a skin reaction. The sensor was inserted into the arm on(B)(6)2025. According to the patient, they experienced a skin reaction with itching, burning, rash, redness, inflammation, and blisters, extended beyond the patch perimeter. The patient started treatment with an oral prescription only medicine, keflex, and an oral antihistamine, loratadine (otc). No additional event or patient information is available. At the time of report, it was indicated that the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).